Event description:
This event was reported as severe mitral regurgitation, operative finding cited "dehiscence of sliding annuloplasty repair" and medial sternal bleeding; no further info was provided.